Event description:
Additional information was received. Patient was charging through clothing, making it more difficult. Actions taken was to not charge through clothes and that resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. "Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that starting probably a year ago the patient was having to charge their implant more often. The patient said at first charging their implant only took an hour or less, then increased to 1- 1.5 hours then to 1.5-2 hours and now it took them over 3 hrs of charging. The patient said they went from charging implant once a week to having to charge implant for 3 hrs twice a week. The patient said when they charge the implant up they can feel that it's working but then by the next day the charge would be gone and they would have to charge the implant. The circumstances that led to the reported issue were asked but unknown. The patient said that they had never changed their settings/usage and had always kept their device on the same settings. The patient got their recharger (insr) out on the call and the insr was functioning like normal, they were always able to get 8 coupling bars w ith normal adjustment. The issue was not resolved. The patient was redirected to their healthcare provider to address the recharging frequency/to check the device. The patient called back to request a rep to be present at an appointment with the hcp on (B)(6) 2021. An email was sent to the local reps and an email was also sent to the repair department to replace the insr antenna.